Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus on the device occurred. In (B)(6) 2016, a 27mm watchman® laa closure device was implanted during a left atrial appendage (laa) closure procedure. Warfarin was recommended post implantation; however, the patient refused warfarin and the physician prescribed an aspirin and plavix regimen. A routine follow up transesophageal echocardiogram (tee) was performed in (B)(6) 2016 and revealed a large thrombus on the watchman ® laa closure device. The patient was asymptomatic. The patient switched to a brief regimen of eliquis. In (B)(6) 2016, 10 days later, a second tee was performed and revealed thrombus was still present. The patient was hospitalized and IV heparin was initiated. A follow up tee showed a 10% reduction in the thrombus size and the patient was discharged home on pradaxa. The patient returned in (B)(6) 2016 for a follow up visit with no ischemic events reported. Another tee was scheduled for 9 days out and the patient remains on pradaxa until then.